Event description:
Pt reported "my band/failed - broke." No additional info provided. F/u info: pt stated that their entire lap-band system was removed. It was "noted by the doctor that removed [the band] that it had slipped, it was broken, part of my stomach had herniated into the band, and the stomach and liver had grown together around the device." Pt added, "choking all the time, things were getting stuck" a few weeks after implantation of the device and "I now have the inability to throw up" with "dysphagia still there."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, hernia, dysphagia, obstruction, and adhesions are surgical / physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and / or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer that 1% of subjects included: hernias, including hiatal hernias.